Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013 - device evaluation: review of the black box and download history revealed the last basal delivery was recorded on (B)(6) 2013. The total daily doses amounts for the dates (B)(6) 2013 appeared to be low. The black box data for these dates had been overwritten due to continued patient use. The alarm history revealed a ¿replace battery¿ alarm recorded on (B)(6) 2013 at 08:45. The next prime record after this alarm was on (B)(6) 2013 at 08:52. The pump was exercised for 29 hours and was found to be delivering within specifications. The display screen was noted to have pink contrast. A test display was attached to the pump and illuminated properly without discoloration. The original complaint was not duplicated during investigation.

Event description:
The patient contacted animas on (B)(6) 2013, reporting that her blood glucose (bg) was high in the 200-300mg/dl range with one episode of positive ketones. The patient reported that her bg has been consistently high over the last week or so. The patient stated that her I:c ratios was 1:12 and isf was 1:50 mg/dl but the patient reported it should be 1:40 mg/dl. The patient changed this while on the phone with customer support. The patient confirmed that there are no associated alarms in history, the patient confirmed bolus history is correct, basal settings and basal total daily dose match, prime history is correct, and the pump has not been suspended. The patient reported slight decrease in physical activity but healthcare professional (hcp) has increased basal rates to accommodate. The patient advised pump is delivering as programmed and the patient to follow-up with hcp for guidance. This report is being made due to the patient's alleged hyperglycemic event that resulted from incorrect settings made.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event ha/s been attributed to use error (incorrect pump settings made).